Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lumbar spinal fusion procedure at using rhbmp-2/acs or puregen in winter of 2008. Following the surgery, patient's pain became worse. The patient continues to have poor flexibility and excruciating back pain, which radiates down her legs.